Event description:
The complainant reported lying on a heating pad for back pain while under the influence of "pain pills" and waking up the next morning to find a blister on her back. The wound then became infected and eventually a plastic surgeon cut out the burn spot leaving a scar approx 5 inches long.

Manufacturer narrative:
This product was examined by engineers and it was determined that the pad had been bunched/crushed and the vinyl is discolored in the bunched area. The damaged area of the pad can be identified on infrared images. This pad does not have an auto-off feature. The product was used contrary to the labeled warnings (sleeping, crushing) and in the use of the quality/quantity of "pain pills" consumed while using the product. We do not believe a product defect was the cause of this incident, but instead user misuse/abuse of the product.